Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Upon visual inspection found scratching and scuffing on the inner radius. The radius is scuffed such that a portion of the finish has become dull and hazy. Reddish brown foreign debris remains affixed to the porous coating. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed. Visual and dimensional evaluations could not be performed as the product was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer

Manufacturer narrative:
(B)(4). Concomitant medical products: 157446 ¿ m2a magnum head ¿ 397430; 139256 ¿ m2a magnum taper ¿ 681830; 13-103206 ¿ taperloc femoral stem - 943280. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -00975.

Event description:
It was reported that patient underwent a right hip revision approximately 9 years post implantation due to pain, tissue destruction, bone destruction, metal wear, metal poisoning, loss of enjoyment of life and limitation of daily activities. During the surgery, a large pseudotumor was found with black fluid within it. There were also large nodules of black synovium and a large mass in the anterior thigh. Attempts have been made and additional information on the reported event is unavailable at this time.